Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. The oversensing on the ra lead led to inappropriate automatic mode switch. Lead damage was suspected but was not confirmed visually. Noise could be reproduced through provocative testing. It was suspected that the oversensing was due to myopotentials. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2024-33792.